Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg quit working or would not charge. The patient underwent an procedure wherein the ipg was explanted. The explanted ipg was discarded by the medical facility and will not be returned.